Event description:
Customer's mother called to report hospitalization due to high blood glucose. Caller stated the insulin pump alarmed motor error. The current blood glucose reading is over 300 mg/dl. Customer has vomited. Diagnosed diabetic ketoacidosis. Hospital treated with insulin drip. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button response due to flattened button dome switch on act button. No button error alarms noted. No scrolling display noted. Unable to test for motor error alarms or perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. Motor passed motor test. The insulin pump had a scratched lcd window and missing end cap sticker.